Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that after 14 days of use, a tracheostomy tube experienced "air escaped after use of the cuff-diameter". The tracheostomy tube was changed. The cuff was used on a non-ventilated patient for overnight aspiration. No adverse health outcomes were reported. See MFR: 3012307300-2016-00394.